Event description:
A malfunction alarm occurred during the pump filling process, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer, who experienced recurring malfunctions, was guided by technical support to initiate a backup insulin therapy and place the pump into storage mode. A replacement pump was arranged under warranty, and the customer understood to return the faulty pump using a prepaid label within ten days.